Event description:
Spouse of home pt (hp) reported spouse awoke and noted wetness during a 3rd dwell of their apd therapy. Spouse noted a leak in the pt extension line. Therapy was discontinued and the hp completed therapy with 2 manual exchanges. Follow-up with the hp's rn indicated the pt was treated prophylactically with ip ancef 1 gram. Per rn, no pt injury resulted from reported incident.